Event description:
It was reported that the customer was hospitalized due to hypoglycemia. The customer's blood glucose reading was 28 mg/dl at the time of the event. The customer stated that she was at a funeral and her blood glucose went low because she did not eat enough. At the time of the report, an alarm occurred on the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.